Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the cuff could not be inflated. The customer reported the patient status was unknown.